Event description:
Getting migraines that I never had before. I stopped using the theradome product and the migraines went away. They told me they refunded me for what I paid which they never did. The amount they owe is $693.51.